Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of an image submitted by the customer shows a white screen. Potential causes for this problem may consist of a malfunctioning lcd color cable, a defective lcd display, or a loose connection of the flex cable that connects the lcd display to the digital board. We recommend that the device be returned to a zoll for repair. To date, no response has been received. Analysis of reports of this type has not identified an increase in trend.